Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue with alarm for high oxygen concentration. The received device log files could confirm the reported issue. If an alarm for high oxygen concentration appear during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).